Event description:
Water leak from machine. The gambro tech svc rep found balance chamber valves vb0 and vb6 leaking externally between the valve body and the solenoid; valves replaced. No pt injury or medical intervention reported.